Manufacturer narrative:
Date of event: exact date unknown, event occurred in january 2014.

Event description:
It was reported that the patients ipg will not turn on. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was were not returned to bsn as it was kept by the medical facility.